Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able to fire when stapling the mesentery while on a roux-en-y gastric bypass procedure. The surgeon was able to press the green button but unable to squeeze the handle to release the staples. The jaws lock on tissue. A new stapler was opened to complete the case. There was no patient injury.